Event description:
It was reported that, "he has bilateral stryker hips. He has ceramic on ceramic on the right and non-ceramic on the left. His right tha was approximately 3 years ago. He reported that the squeaking began approximately a year ago. He further reported that it has gotten progressively worse over time. Both he and his doctor had come to the conclusion that a revision surgery is necessary."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics. No additional information is available at this time. The devices are not available due to the ongoing litigation.